Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "child intubated on the 3rd of june and extubated on 17th of june. The markings started to erase." No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, five representative samples were taken from production at the manufacturing facility. A visual exam was performed and it was observed that all tube markings were legible. Testing was then conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 15 days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. It is possible that the defect occurred due to lubricant or chemicals applied during use; although without the actual sample, a true root cause could not be identified.

Event description:
It was reported that: "child intubated on the 3rd of june and extubated on 17th of june. The markings started to erase." No patient injury reported. The condition of the patient is reported as "fine".